Event description:
It was reported that the battery of this implantable pacemaker device has depleted from 5 years to 4 years battery remaining in a span of 2.5 months as per previous remote checked. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received and indicated that this device was explanted due to damaged and premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device has depleted from 5 years to 4 years battery remaining in a span of 2.5 months as per previous remote checked. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received and indicated that this device was explanted due to damage and premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker device has depleted from 5 years to 4 years battery remaining in a span of 2.5 months as per previous remote checked. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this device remains in service. No adverse patient effects were reported.